Manufacturer narrative:
The event occurred in (B)(6). This medwatch report is for the suspect device used in the aviva system (lot number 203093, expiration date 07/31/2012). Reference medwatch report with patient identifier (B)(6) for the suspect device used in the aviva nano system.

Event description:
Customer reportedly received result of 6.4 mmol/l on the aviva system and result of 12.0 mmol/l on the aviva nano system within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.